Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item #: 00-8757-058-02 item name: continuum tm shell multi lot #: 63764592.

Event description:
It was reported that during hip arthroplasty the tip of the cup inserter broke off. All pieces were recovered. No patient harm was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A straight shell inserter was returned for evaluation. As returned, the tip of the hex bolt is fractured and missing. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.